Manufacturer narrative:
Result: bent safety bar on breakaway head section.

Event description:
It was reported by service report that the head end latch was bent. No pt involvement or adverse consequences are reported.